Event description:
It was reported that the patient fell in (B)(6) 2011 and dislodged the pump and disconnected the catheter. The patient had surgery to address that issue. The device system was used to deliver morphine, bupivacaine (marcaine), and ketamine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type catheter; product ID 8590-1, lot# n264569, serial# implanted: (B)(6) 2010, explanted: product type accessory. (B)(4).

Event description:
Additional information was received. It was reported that it wasn't possible to refill the pump as it had flipped. It was stated that the physician manually flipped the pump back through the skin. In (B)(6) 2011, the device was reattached and was sewn back in.

Manufacturer narrative:
(B)(4).